Manufacturer narrative:
Due to character limit in e1 event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cable was stuck. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. H11. Upon further review and latest update received, it was determined that the cable was found to be stuck and it was released. Therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.